Manufacturer narrative:
Initial and final (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that he experienced infusion set cannula was bent within 3 hours of insertion at abdomen on (B)(6) 2024, which cause the patient blood glucose levels was elevated to high, therefore patient had received insulin drip. The patient also reported that first he went to emergency room and subsequently got hospitalization, and he was in intensive care unit and had high ketones which were life threatening and had received treatment of IV and fluids of saline and insulin. The infusion set was in use for 3 hours. No further information available.